Manufacturer narrative:
The reported event of inability to advance the lead into the inner and outer catheters was not confirmed. As received, a complete lead was returned for analysis. The associated sub selector catheters were not returned with the lead. Visual inspection did not find any anomalies. The s-curve hump height was measured, and it was within product specification. An insertion test was performed using a sample cps catheter and guidewire. The lead was able to be fully inserted / removed successfully with no resistance.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the left ventricular (lv) lead was attempted to advance down the introducer but was unsuccessful. The introducers were then replaced but the lv lead was still unable to advance down into its respective channel. A new lv lead was used to resolve the event. The patient was stable with no consequences.